Manufacturer narrative:
H4: the lot was manufactured between october 26, 2022 - october 28, 2022. H10: the device was received for evaluation. A functional leak test was performed by manually filling the bladder with green color water. During fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The tubing od and the stressmember ID were found to be within specification. However, the tubing insertion depth was found to be inadequate, not deep enough, and therefore had caused the leak. The reported condition was verified. The inadequate tubing insertion depth was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This was identified during priming at the hospital. There was no patient involvement. No additional information is available.